Event description:
Follow up.

Manufacturer narrative:
The device was returned for evaluation. The investigation is ongoing. A follow-up report will be provided once the investigation is complete.

Event description:
The wire on the curved pusher would not go through the filter.